Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011 for pain in the right quad area. It was reported that the pt is feeling stimulation in her right hip. Further interrogation revealed that the pt's lead had migrated. Surgical intervention was undertaken on (B)(6) 2011 to reposition and re-secure the lead. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.